Event description:
It was reported when the surgeon tried the final tightening of blockers, for one blocker an unusual noise was heard. Therefore surgeon exchanged the blocker to a new blocker, successfully tightened the blocker and completed the surgery, no adverse consequences were reported.

Manufacturer narrative:
Method: complaint history review; device history review; risk assessment. Results: based on the photographs and information provided in the communication log, the investigation was performed on the xia 3 titanium blocker. These photos indicate damage to the threads, and multiple depressions on the back face of the blocker which could indicate cross threading and multiple tightening respectively, however, the product is required for verification of these findings. There was one issue with four parts during manufacturing. These were found during a visual inspection and it was found that they were damaged. These parts were rejected and the rest of the lot passed inspection. The likely cause of the event was misalignment of the torque wrench to the blocker causing cross threading. This misalignment would've caused the blocker to cross thread, and the sound heard was likely the blocker becoming damaged. Conclusion: the likely cause of the event was misalignment of the torque wrench to the blocker causing cross threading. However, the exact cause could not be determined and is likely multifactorial.

Event description:
It was reported when the surgeon tried the final tightening of blockers, for one blocker an unusual noise was heard. Therefore surgeon exchanged the blocker to a new blocker, successfully tightened the blocker and completed the surgery, no adverse consequences were reported.